Manufacturer narrative:
Investigation conclusion: tested 5x retained devices with positive standard. All devices yielded valid and accurate positive results at the 15 minute result read time. Analyzer data was obtained and analyzed as part of the investigation. Analysis did not conclude a product performance issue. Possible issues related to sample collection and storage root cause: could not duplicate with retains. Source: email.

Event description:
Reported 1 false negative result received during an evaluation study. The customer communicated the result was compared to pcr. Remel transport media was used during testing and some samples were stored refrigerated for multiple weeks.